Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the (B)(6) of nausea, vomiting, abdominal pain and peritonitis coincident with dianeal pd2 and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced nausea, vomiting and peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was admitted to the hospital for nausea and vomiting. The patient was treated with an unspecified IV. On (B)(6) 2012, the patient was transferred to the intensive care unit (ICU) and was connected to respirator. The consumer reported that the patient had an accumulation of fluid in the lungs. On (B)(6) 2012, all medication was stopped except for dialysis. The outcome for the events of nausea, vomiting and peritonitis were not reported. An opinion of causality was not reported for the events of peritonitis, nausea, vomiting and fluid in lungs.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Upon further investigation it was discovered that this report is a duplicate of report 1423500-2012-10038. No further investigation will be performed in this report 1423500-2012-12512. Future investigation and additional information associated with this event can will be documented in 1423500-2012-10038.